Event description:
It was stated that the insulin pump was not delivering insulin or giving any alarms. The reported blood glucose reading was 19 mmol/l. It was also stated that the insulin pump was making a strange noise. Troubleshooting was performed and insulin came out during the prime test. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent blank display due to a corroded battery cap contact. Unable to prime during the prime test due to a loose motor support disk.